Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) could not be conducted. D4 lot, expiration date and h4 are unavailable as no lot number has been provided, corrected data: b3: unknown; no information has been provided to date.g4 on initial report corrected to 06-mar-2023.

Event description:
It was reported the disposable had creases in the tubing causing the pump to alarm. No medication was getting through the disposable to the pump. The patient was delayed slightly in replacing their medication disposable as they had to waste a significant amount of disposable and lines trying to find one that worked.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.